Event description:
A patient reported that she had the essure procedure performed in 2005; an hsg was performed and the patient stated that it showed bilateral tubal occlusion. The patient stated that she became pregnant in 2005, and during the pregnancy developed, constant pain on her lower right side. The patient delivered and, according to the patient, everything was normal. The patient said she continued to have lower right abdominal and back pain for 4 years and in 2010, it was decided to remove the essure micro-inserts laparoscopically; the left micro-insert was found in proper position and left in place; the micro-insert on the right side was found outside of the uterus and removed. The patient reported that her pain immediately resolved following removal of the micro-insert. This report received through the FDA maude adverse event reporting system; (B)(4).

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.